Event description:
It was reported that the smiths medical device failed metric accuracy tests. No patient involvement was reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported issue in the event history log. The delivery accuracy tests found the pump to be over delivering the control limit specification of +/- (B)(6)% but within the published specification of +/- (B)(6)%. A cause for the slight inaccuracy could not be determined.